Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and the log shows that an air in line alarm occurred during an infusion on 14 december 2018 which showed the volume delivered to be4.6ml, indicating the air in line to be a true alarm if the bag were to be empty. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation had flow rate testing done with passing results. The device was determined to meet all product specifications related to the reported event. The reported over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) and experienced an air in line alarm during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. It was reported that a clinician programmed the pump to infuse magnesium sulfate (3mg/100l) at the following parameters: 55ml volume to be infused (vtbi) with a runtime of 90 minutes (1 hour and 30 minutes). However, the entire bag of medication infused in only 60 minutes (1 hour). A biomedical engineer at the user facility conducted a preliminary review of the device event history log and stated that an air in line error stopped the pump with 41.6 ml of the programmed 55ml infusion completed. The air in line alarm is what prompted the user to assess the infusion, which is when the over infusion was identified ("the entire bag was empty"). Additional information was later received from the reporter regarding the reported event. The biomedical engineer at the user facility was able to replicate the infusion (programmed vtbi 55ml over 1 hour and 30 minutes) but he was unable to reproduce the complaint as the device infused the appropriate amount (54ml over 1 hour and 30 minutes). No additional information is available.